Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as red, itchy and irritated. There was no alleged device malfunction contributing to the irritation. It's unclear if the patient received medical intervention. Reporting out of the abundance of caution. Patient reported that the irritation is getting better.